Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to duplicate the error; however, the fse confirmed the unit logged an "alarm led failed" in the device logs. The fse inspected the power switch overlay, user interface and power management board cable but no issues were found. The fse replaced the front bezel, power switch and power management board and the issue was resolved. The device passed performance assurance testing.

Event description:
It was reported that the unit displayed a "do not use device" message and alarm led failed. There was no patient involvement.